Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a protruding drive support cap and alarmed compromised force sensor system. The customer's blood glucose was 300 mg/dl. The customer stated that she had not treated yet because her insulin pens were expired, but she advised that she felt fine. The customer stated that she had not pressed on the drive support cap while still connected to the insulin pump. The customer stated that the insulin pump had been dropped a few times prior to the alarm occurring. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the possible cause of the alarm was that, during seating, the force sensor may not have detected the reservoir. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube window corners, cracked belt clip slot and cracked battery tube threads.